Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's system board was replaced to address this issue.

Event description:
The manufacturer received info alleging a ventilator would not power on. There was no harm or injury reported.